Event description:
On (B)(6) 2010, the customer contacted baxter's technical service center regarding a system error 2240 (air in line alarm) alarms that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the care giver (cg) close the transfer set. The cg stated that the home patient (hp) does not like when the solution first goes into him so the cg does not prime the patient line. The tsr asked the cg if the pull cap on the patient line was still on the line. The cg stated no, she always takes it off. The tsr explained to the cg, she must prime the patient line to prevent air from entering into the patient and also has to keep the pull cap on the patient line until she is ready to connect the patient line. The tsr advised the cg that large amount of air has entered the cassette and the system error 2240 occurred. The tsr had the cg recycle the power and system error 2367 displayed. The tsr advised the cg system error 2367 has ended therapy and would need to start over with new supplies. The tsr advised the cg would need to contact the peritoneal dialysis nurse and inform of the system error 2240, not priming the patient line and taking off the pull cap. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. On 4-27-10, a follow up call was made to the home patient's nurse and the following information was obtained: on (B)(6) 2010, the patient accidentally cut his catheter (manufacturer unknown) and there was only a 1.5 centimeters of the catheter sticking out of him. The nurse told the patient to go to the emergency room (ER) to have the catheter removed but instead the surgeon at the ER told the ER staff to fix the catheter and send the patient home to continue therapy. On (B)(6) 2010, the patient was back to the ER and admitted in the hospital due to peritonitis and was treated with antibiotics (unknown). The nurse did not have any of the cell count results and the culture did not grow anything. The patient got his catheter removed and was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010 the patient got a new catheter put in and is on temporary hemodialysis until it heals at which point he will be retrained and put back on peritoneal dialysis.

Event description:
On (B)(6) 2010, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultramini meter was giving an unspecified error message. On (B)(6) 2010, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6) 2010, the patient obtained an error message on the reported meter; he was unable to obtain a blood glucose reading. The reporter was unable to provide the specific error message obtained. The patient took his usual dose of the medication diazoxide. The patient experienced the symptoms of shaking, sweating and he felt low. The reporter was unable to remember whether these symptoms occurred before or after the error message issue. The patient tested his blood glucose level using a backup meter and obtained the reading of 69 mg/dl. The patient's mother treated him with a glucagon injection and he felt better afterwards. The patient did not seek any medical attention. The patient's blood glucose levels are not stable and vary greatly. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter error message issue, and received treatment with glucagon. Therefore this complaint is being reported.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 108" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer and therefore the sample will not be returned.

Manufacturer narrative:
(B)(4) is opened for investigation of system error 2240 (air in line) alarms.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error. A labeling review was performed and this review finds the labeling adequate related to the use error(s) of not priming the patient line before connecting and beginning treatment and removing the pull ring cap before being ready to connect the patient. Review of batch records found all components acceptable and released, in process audits, inspections, and test results in limits and acceptable. All following procedures for packing and shipping were per requirements with no incidents that would indicate damage or other events that might result in damage or cause this type of issue. Baxter has received similar complaints with a reported problem of system error 2240 (air in line) alarms related to use error resulting in peritonitis. A trend review was performed and identified that there is no adverse trend for total complaints with as reported problem code of alarm situation - system error 2240 or the complaints with as reported cause code of use error. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).